Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.50x8mm nc trek balloon dilatation catheter (bdc) was prepped per instructions for use (IFU) during the procedure to treat a lesion in a saphenous vein graft, the bdc was advanced to the target lesion without issue. The balloon was inflated to 22 atmospheres (atm) the first time without issue; however, during the second inflation to 22 atm, the balloon completely failed to deflate. It is unknown how long negative pressure was held. The inflated balloon was attempted to be removed with the guide catheter and guidewire (gw) as a single unit; however, during removal, the tip of the balloon catheter where the marker is and the balloon separated, and remained completely inflated. A gw was advanced to poke a hole in the balloon; however, this did not work, so a a cutting balloon was advanced to deflate and crush the separated portion into the vessel wall, followed by implantation of a non-abbott stent to pin the separated portion to the vessel wall and to complete the treatment to the lesion. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported by the account that balloon was inflated twice to 22 atmospheres (atms). It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm; therefore, rbp was exceeded. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported separations, entrapment of device, device embedded in tissue or plaque and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.